Event description:
It was reported that the user experienced elevated blood glucose readings after breakfast while using the ilet system, with sensor readings up to 364 mg/dl and confirmatory fingersticks ranging from 264 to 299 mg/dl, later decreasing to 226 mg/dl and 185 mg/dl; the user entered blood glucose into the ilet, recently changed supplies, and consumed cornflakes with almond milk, an english muffin, and coffee, with the underlying device-related cause not established and the device component not specified. Symptoms included hyperglycemia. Outcomes included no noted health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.